Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed welts. No report that the welts were open or weeping. There was no alleged device malfunction. The patient's home health nurse provided them with a barrier cream to use on the affected area. It was reported that the irritated improved after using the barrier cream.